Event description:
I purchased two verseo rechargeable hot water bottles in (B)(6) 2017 through (B)(6) online, one I gave as a gift, the other I kept for myself. I have used it many times. This past week I have used it almost every night since I have a sinus infection. I plugged it in. The unit is supposed to charge and then you can unplug it and it retains heat for a few hours. Within a few minutes I heard a shotgun like sound and water exploded everywhere and it was sizzling. My back was toward it so I have burns on my back from hot water hitting my back. I have pictures of my back and kept the exploded bottle as well. I immediately contacted my family to notify them to stop using their bottle as a precaution. Luckily it was only myself and my pets in the room at the time and this did not occur while unplugged and in "actual us on a physical body part", I cannot imagine the pain and extreme burn that would have caused. This item needs to be investigated so this does not happen to another individual. I have emailed the company and have not yet received a response. Product description: verseo rechargeable hot water bottle-color blue I can still pull up the original order form with picture of item from (B)(6). Retailer: (B)(6), retailer state: online, purchase date: (B)(6) 2017, explanation: I have emailed the company.